Manufacturer narrative:
D2: product code: dqo, kra. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. (B)(4), registration no. (B)(4), is submitting this report on behalf of terumo clinical supply co., ltd. (Manufacturer), registration no. (B)(4).

Event description:
The user facility reported the product was passed through a narrowed calcified blood vessel. Thereafter, when trying to remove the product, there was a removal resistance and the catheter was stretched. There was resistance, but it was eventually removed.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3 and to provide the completed investigation results. During cleaning, only zizai (hereafter referred to as the involved device) itself was returned as the involved device. When water was injected for the purpose of cleaning the involved device, there was injection resistance, and it was not possible to flush normally. Using a syringe, when negative pressure was applied to the involved device, nothing was discharged. For this reason, the device involved could not be cleaned normally. Visual inspection was conducted; the following findings were observed regarding the device's appearance. Catheter elongation was observed over a length of 32.0 cm from the distal tip. Bellows-shaped deformation was observed for about 8.0 cm to 13.0 cm from the distal tip. Kinks were observed at 3.3 cm, 29.5 cm, and 31.3 cm from the distal tip. Deformations were observed at 12.5 cm and 32.0 cm from the distal tip. Thrombus clogging was observed in multiple locations of the catheter lumen. The dimension measurement of the outer diameters of the device involved was measured to inspect the following possibilities. The total length was measured to check for any elongation that occurred in the device involved. The outer diameter was measured to check for abnormalities that may cause tube deformations in the catheter. As a result, the total length was outside our standard values due to the elongation that occurred in the device involved. The outer diameter at 31.3 cm from the distal tip of the involved device was outside our standard value for the short diameter and within our standard value for the long diameter. In addition, the outer diameters of other kink and deformation parts of the involved device were outside our standard values. On the other hand, the outer diameters of the distal and proximal parts of the device involved were within our standard values, and no abnormalities were observed. Inspection of the manufacturing records revealed that our company performs visual inspections, dimension measurements, and other checks by sampling each production lot. In addition, we perform visual inspections on all zizai devices before the holder assembly in the manufacturing process. As a result of reviewing the device history records of lot 241000930, there were no abnormalities in the results of each inspection. No abnormalities that could cause the deformations of the catheter, including elongation and kinks, or the stuck condition, were observed. The presumed cause is that when observing the appearance of the involved device, the following findings were noted. Catheter elongation was observed over a length of 32.0 cm from the distal tip. Bellows-shaped deformation was observed for about 8.0 cm to 13.0 cm from the distal tip. Kinks were observed at 3.3 cm, 29.5 cm, and 31.3 cm from the distal tip. Deformations were observed at 12.5 cm and 32.0 cm from the distal tip. Thrombus clogging was observed in multiple locations of the catheter lumen. As a result of the dimension measurement, the total length was outside our standard values due to the elongation that occurred in the involved device. The outer diameter at 31.3 cm from the distal tip of the involved device was outside our standard value for the short diameter and within our standard value for the long diameter. In addition, the outer diameters of other kink and deformation parts of the involved device were outside our standard values. On the other hand, the outer diameters of the distal and proximal parts of the device involved were within our standard values, and no abnormalities were observed. As a result of reviewing device history records, no abnormalities that could cause the deformations of the catheter, including elongation and kinks, or the stuck condition were observed. From the above results, it was considered that the stuck condition that occurred in the involved device may have been caused by the outer diameter becoming larger due to the kinks, or it may have been caused by a narrowed blood vessel. Based on the occurrence situation informed and the fact that the involved device was functioning normally at the beginning of the case, the catheter kink and deformation may have been caused by the operation or other factors during the procedure.